Manufacturer narrative:
(B)(4). The device p-cap / test reservoir locks in place properly. Pump was returned for power loss error. Detailed trace analysis confirmed power loss alarmed was triggered when backup battery loaded voltage (vl-vlith) was less than 3.3v for consecutive 240 minutes due to moisture damage on electronic assy. However, pump passed the self test, sleep current and active current measurement . Also the pump was received an immediate restart during rewind followed by a pump error 3 alarm due to moisture damage found on the electronic assembly. Moisture damage on the flex cable connecting lcd to pcb2 noted during visual inspection. Pump error 3 confirmed in history file. Unable to perform the displacement test due to pump error 3 alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump kept restarting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.